Manufacturer narrative:
The 14fr esheath plus was returned to edwards lifesciences for evaluation. A visual examination found curvature noted on sheath shaft, the liner was stretched starting at distal strain relief for approximately 2", hdpe/liner appears to be folded where the delivery system is inserted at 3" from distal strain relief, on opposite seam side, hdpe folded inward at 1" from distal strain relief for about 1.5" and at 3" from distal strain relief for 1/2", partial liner delamination was revealed in the section that was previously associated with the hdpe folds. Due to the nature of the complaint, no applicable dimensional or functional testing was performed. Imagery was reviewed and calcification and tortuosity were found present in the patient's access vessels and aortic bifurcation. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: esheath, commander delivery system, the device preparation training manual, and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event was confirmed based on the evaluation of the returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "due to a tortuous vasculature there was difficulty advancing the system through the iliac and sheath. Upon reaching the aorta, the team was unable to fully cross the valve due to lack of pushability and ran out of device length. The entire system was pulled back into the sheath and then with the sheath removed as a unit". When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of tortuous/calcified vasculature could create a challenging pathway during ds advancement by restricting and/or impeding proper sheath expansion, leading to increased resistance and high push forces. In this case, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (tortuosity, calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra resilia valve via transfemoral approach, due to a tortuous vasculature there was difficulty advancing the system through the iliac and sheath. The entire system was pulled back into the sheath and then with the sheath removed as a unit. A second system was used but the valve embolized due to loss of capture. A third system was used successfully but upon removal of the system and closing of the access site patient became hypotensive and angiography showed external iliac perforation resulting in cut down and repair. The physician stated that there was no device malfunction with esheath or commander and that the vasculature proved more tortuous than was thought and the vascular injury was likely secondary to "pushing hard" with the first system.